Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sionblue, sion; guide cath: profit 6fjl4.0, heartrail kiwami, intrafocus. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The proximal shaft was separated, 24.8cm distal to the strain relief tubing. Difficult to position/resistance during withdrawal could not be confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure as to treat a 90% stenosed lesion in the proximal to mid left anterior descending (lad) artery with mild tortuosity and heavy calcification. Pre-dilatation was performed in the mid lad and a 2.5 x 33 mm xience xpedition stent was implanted. The 3.25 x 33 mm xience xpedition sds was advanced, but the sds became stuck with the guiding catheter. The devices were removed as a single unit. Two xience xpedition stents were successfully deployed with a new guiding catheter to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.